Event description:
It was reported that during a ureteroscopy procedure, the physician was holding the fiber with two fingers, when the fiber ruptured causing a hand wound. The procedure was completed with a second fiber.